Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had battery issues. It was reported that due to battery issues the customer received multiple no delivery alarms. The customer's blood glucose level was reported to be 500mg/dl. The customer treated the high with manual injection. It was reported that the customer had replaced old batteries with new ones. No further information or assistance provided at this time.